Event description:
A #3 hip fracture stem - tried to implant, would not go. Broach to a 3.5 broach - tried the #3 again. It did not go. Distally reamed to 15mm. Tried again, still would not go. Implant seemed larger proximally. Surgeon asked for a #2 implant with no charge for the #3. The #2 went fine and the rest of the surgery went smooth. There was no adverse consequence for the patient.